Manufacturer narrative:
The device evaluation found that the power issue was due to a faulty circuit board.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was verified that the cable/filter was terminated correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor would shut down after being turned on for a brief period of time. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event (device shuts down) occurred due to defect of the faulty circuit (g1) board. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.